Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, it was reported that the customer experienced a blood glucose (bg) level of "high"; although specific value was not provided. Bg level was addressed with a correction bolus via the pump. Reportedly, the cartridge had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on supply labeling. Reportedly, a new cartridge was loaded and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.